Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient couldn¿t get their ins to turn on. The patient stated that they reached out to a manufacturer representative (rep), but the rep hadn¿t gotten back to them so they left them a voicemail and then reached out to a different rep today with no response. Patient services had the patient get their recharger out and it was reported that the ins was not yet 25 percent charged and the ins was off. Patient services reviewed that once the patient was up past 25 percent the ins should turn back on. Patient services reviewed how to turn the ins on and reviewed that the patient could call back for help if needed. The patient indicated they may call back if they need help once the ins was charged past 25 percent. No symptoms were reported. The event occurred sometime last week ((B)(6) 2018), the patient stated it was before (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that after speaking with patient services on (B)(6)2019, the patient was able to get his implantable neurostimulator to fully recharge and was then able to turn stimulation on. The patient did not know of any further issues regarding the implantable neurostimulator. There were no patient symptoms reported.